Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and battery charging functional stress testing using a test power supply without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The power supply and ac power cord used at the reported event were not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer report.